Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 22 august 2019 for MDR reportability. On (B)(6) 2017, the patient underwent right knee arthroplasty due to degenerative joint disease. The surgeon reported no intraoperative complications and patient was transferred to recovery in good condition. Depuy components, and two depuy cements were utilized in the procedure. On (B)(6) 2018, the patient underwent a right knee revision due to tibial loosening and pain. The surgeon indicated there was no cement at the cement/tibial tray interface, and the implant came off easily. There were no complaints against the femoral component, and the surgeon noted the patellar component was in ideal position and not revised. The surgeon reported no intraoperative complications. All competitor components and cement were utilized in the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2018, (rt knee).